Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported vent inoperable referencing air valve liftoff failure: measured liftoff < 180 or > 500 steps. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.

Manufacturer narrative:
G4: 19may2020. B4: 20may2020. Customer wanted to limit their visitors during this time and will be reschedule when it¿s convenient at the near future. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07aug2020 b4: (B)(6) 2020 it is unknown if the device was in use on a patient at the time of the reported event. No confirmation of patient involvement could be obtained. No further information can be obtained. The determination could not be made that the device failed to meet the specification. No part was returned for evaluation; therefore, the alleged malfunction cannot be verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.